Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed on the device. The manufacturer's service technician observed error codes for the battery not charging in the device's event log. The manufacturer¿s service technician replaced the device¿s internal battery to address this issue. Additional findings not related to the malfunction/issue was a fio2 sensor railed low error found in the device's event log. However, the fio2 sensor had passed the diagnostic test, so it did not have to be replaced on the device. After replacing the part, the manufacturer's service technician performed the final test on the device. The manufacturer's service technician confirmed the device was operational.